Event description:
It was reported that the pump was ¿twisted and turned¿ and they ¿cannot get anything to come out of the side port.¿ the physician was unable to aspirate the side port when trying to remove the prialt from the pump and replace the drug. The pump was replaced on (B)(6) 2015 and a new medication was placed in the pump. Patient status as of (B)(6) 2015 was ¿improved¿. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information reported the issue was attributed to a flipped pump and movement in the pocket. It was noted the pump was stopped on (B)(6) 2015. The dose was programmed to minimum rate mode on (B)(6) 2015. The patient was seen by the original surgeon and the pump was "tacked" down. The revision was unsuccessful, the pump continued to move around and flip, causing the catheter to coil. The date of the revision surgery was unknown. The pump was subsequently replaced. The patient recovered without permanent impairment.

Event description:
Additional information received reported that the event recovered/resolved.